Event description:
Complaint found in maude database reported as:"patient had a left percutaneous chest tube placed on (B)(6) 2021 by seldinger's technique. It has been in place since that time functional. Cxr on (B)(6) 2021 noted a worsening pneumothorax, but a wire density object was noted that did not correlate with a telemetry wire. Ultimately, this chest tube was exchanged for a different tube, and during the exchange a piece of the guidewire was identified at the end of the catheter while it was removed. FDA safety report ID # (B)(4)."

Manufacturer narrative:
(B)(4). MDR report key: 11929586. MDR text key: 254376084. MDR report number: mw5101664. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). MDR report key: (B)(4). MDR text key: (B)(4). MDR report number: mw5101664.

Event description:
Complaint found in maude database reported as: "patient had a left percutaneous chest tube placed on (B)(6) 2021 by seldinger's technique. It has been in place since that time functional. Cxr on (B)(6) 2021 noted a worsening pneumothorax, but a wire density object was noted that did not correlate with a telemetry wire. Ultimately, this chest tube was exchanged for a different tube, and during the exchange a piece of the guidewire was identified at the end of the catheter while it was removed. FDA safety report ID # (B)(4)."